Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, a sales representative reported via sems-phone that an ar-3637 knotless fibertak implant system's blue and white working suture did not have flat black and white pull suture. Anchor with blue and white working suture was missing. Noticed after implantation, cut remaining sutures, and implanted another anchor with correct sutures. No patient effect.